Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that twenty-five knives were dull during separate cataract surgeries. An alternate knife was obtained in order to complete each procedure. There was no harm to any patient.